Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016 sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported. It was also reported the patient used alternate site prep prior to sensor insertion. The dexcom g5 mobile continuous glucose monitoring system states: before sensor insertion, clean the skin with alcohol wipes to prevent infections. Don't insert the sensor until the cleaned insertion site is dry, and free from any lotions or perfumes. If your insertion site is not clean and completely dry, you run the risk of infection or the sensor pod not sticking and falling off.